Event description:
It was reported that after undergoing a thr on (B)(6) 2005, patient fell off her bike in (B)(6) and has had pain since that point. X-ray revealed a broken ceramic femoral head. This adverse event was addressed by performing a revision surgery on (B)(6) 2024, during which the device was exchanged. Patient's current health status is unknown.

Manufacturer narrative:
This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation revealed that the two undated x-ray images provided confirm the fractured head and that there may be a fracture of the liner as well. There is a definitive clinical root cause, based on the information provided the patient¿s fall is the root cause for the broken ceramic femoral head and subsequent revision. The patient impact is determined to be the revision surgery and post operative convalescence period. A review of the instructions for use documents for total hip systems revealed in in adverse events in primary and revision surgery that trauma and strenuous activity increase the risk of loosening, bending, cracking, or fracture of implant components, which may lead to revision surgery. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file, product prints and prior actions could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.